Event description:
It the customer reported the system was giving an intermittent hv generator error & would lock up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator drive board and the high voltage cable were replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.